Manufacturer narrative:
Product investigation summary: this complaint is confirmed as the returned plate shows holes with wear/damage consistent with implantation and removal. The screw in question was not returned; therefore, the complaint condition could not be replicated at customer quality. The most probable root cause for this complaint was mentioned in the complaint description: "the surgeon used a screwdriver without a torque limiter to implant the last of the screws into the 2.4mm titanium (ti) variable angle locking compression (va-lcp) distal radius plate. Therefore, the screw was overtightened and the locking mechanism on the plate was broken." A visual inspection under 5x magnification, a device history record (DHR) review, and a drawing review were performed as part of this investigation. No product design issues or discrepancies were observed. No new, unique, or different patient harms were identified as a result of this evaluation. The returned plate is an implant used in the 2.4mm variable angle lcp distal radius system, which is indicated for fixation of complex intra- and extra- articular fractures and osteotomies of the distal radius and other small bones in adults (or skeletally mature adolescents). The relevant product drawing was reviewed during this evaluation with no design issues or discrepancies observed. The returned part was determined to be suitable for the intended use when employed and maintained as recommended. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: patient information not available for reporting. Device is expected to be returned to synthes manufacturer for evaluation /investigation, but has yet to be received. Device history records review was conducted. The report indicates that the: manufacturing location: (B)(4), manufacturing date: 26.jun.2012, part 04.111.730 lot 7961578. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a 2.4mm variable angle (va) locking screw went through a plate during a distal radius fracture repair on (B)(6) 2016. The surgeon used a screwdriver without a torque limiter to implant the last of the screws into the 2.4mm titanium (ti) variable angle locking compression (va-lcp) distal radius plate, overtightening the screw and breaking the locking mechanism on the plate. The plate and screw construct was then removed, and the fracture was re-reduced. A new wrist-spanning plate and screw construct was implanted. There was a reported 45 minute surgical delay. The procedure was successfully completed with no harm to the patient. This complaint involved one device. Concomitant devices reported: 2.4mm va locking screws (part #unknown, lot # unknown, quantity unknown), unknown screwdriver (part #unknown, lot # unknown, quantity 1). This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. The complaint device is currently undergoing investigation; the results are pending completion. Due to intraoperative events the complaint device was not successfully implanted nor was the removal of this device during the surgery considered an explant. These fields should have been left blank on initial medwatch report #mw-(B)(4). (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.